Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was extracted and replaced due to insulation damage. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the partial lead was returned in segments, analyzed and no anomalies were found. A proximal portion was received measuring 14 cm. A medial portion was received measuring 2.5 cm. A distal portion was received measuring 44 cm. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, and the outer insulation of the lead was extrinsically breached due to a tear. Visual summary analysis of the lead indicated apparent explant damage. Visual summary analysis of the lead indicated stretching.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).